Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan on (B)(6) 2004 alleging an error 4 message on the meter. The pt did not experience any symptoms at the time of testing and contacted a medical professional for advice. He was tested on another device 30 mins later and received a reading of 315 mg/dl. Physician did not treat the pt for the 315 mg/dl reading. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. Customer service had the pt retest and the error 4 message issue persisted. Error 4 indicates that there may be a problem with the test strips. Customer service; however, sent the pt a replacement meter and not test strips, since the pt had a brand new vial of test strips. Based on the info provided, this case is being reported as a malfunction, since the error 4 message was not resolved.